Event description:
It was reported that during a routine follow up, the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed. Low battery voltage was observed. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and using automated test equipment and no high current drain was observed. The original battery was sent to the vendor for further evaluation and no anomalies were detected. The root cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.